Manufacturer narrative:
Age at time of event : 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous shunt vessel. A 5.0 x 80, 75cm mustang balloon catheter was advanced for dilation. However, during first inflation, it was noticed that the balloon was broken. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient was stable.